Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable".